Event description:
Additional information received indicates that the issue was able to be resolved with troubleshooting.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable. Further troubleshooting is pending.

Manufacturer narrative:
Date of event is estimated.